Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the same issue occur with all 4 ecr45b cartridges? No. Only one reload, other 3 reloads is the same lot number,so return. If no, why are the other 3 cartridges being returned? Other 3 reloads is the same lot number, so return for test purpose. How was the procedure completed? Used another reloads. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a video assisted thoracoscopic wedge procedure, after firing the device with a blue reload, the formation failure, and the blue reload nail slots are destroyed and askew. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5331c. The analysis results showed that four ecr45b reload were returned. Cartridge (a) ecr45b, m5331c was returned fully fired and with the cartridge pan dislodged. Cartridge (b, c, d) ecr45b, m5331c were received inside their sterile package and in good visual conditions. The returned reloads (b, c, d) were tested for functionality with a test sc45 device. The device fired, cut and formed all the staples as intended. The staple lines were complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan (a) to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The reported event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.